Event description:
It was reported bd syringe 1ml s/t w/ndl 25x5/8 rb had light scale markings. The following information was provided by the initial reporter: "...needle writing on syringe fading..."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed h3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd syringe 1ml s/t w/ndl 25x5/8 rb had light scale markings. The following information was provided by the initial reporter: "...needle writing on syringe fading...".